Manufacturer narrative:
A review of the device¿s serial number history did not identify any similar complaints. The failure mode was confirmed; however, the probable cause is unknown at this time. A CAPA was initiated to investigate the root cause for this failure mode. The occlusion failure was identified during servicing performed by a third-party service provider. Reference to complaint # (B)(4).

Event description:
During device testing at right way medical, the pump failed the 30 psi occlusion pressure test. The failing value was not provided. No patient involvement was reported.